Event description:
The unballoon was used to model the endologix graft. The 25 mm cuff was deployed. The anatomy was straight without much tortuosity. The surgeon deployed the unballoon (device) in the proximal cuff. He wanted to move the device proximal, but when he tried to resheath the device, it would not resheath as his was caught on a stent strut. His opinion was that when the sheath hung on the cuff the device pushed the cuff proximally. The cuff then became hung up on the unballoon cage. The physician was able to move the whole device distally and sheath it. The cuff migrated north enough to cover the left renal 5 mm. The surgeon deployed a coda balloon mid-cuff and over inflated it to "grab" the cuff. He was able to move the cuff south about 4 mm. There was about 1 mm of graft blocking the pts left renal. The surgeon and the endologix rep felt that it was just metal in front of the renal with no graft material blocking the renal. No pt injury happened.

Manufacturer narrative:
We have received the complaint device for evaluation and were able to confirm the failure. The tip of the sheath was damaged. It looks like the tip was caught on the endoskeleton of the graft/cuff and was stretched out. The size of the cuff was 25 mm and the size of the main body was 22 mm. This means that the vessels size was less than 25 mm due to grafts over sizing requirements. The IFU contraindicates use of the unballoon devices for treatment of vessels with diameters less than 25 mm. Lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All manufacturing and qc steps were completed in accordance to manufacturing instructions. Therefore, the root cause of the incident is the physician did not follow IFU. However, lemaitre vascular inc. Has initiated the corrective and preventive action to research this issue in more details (please reference lemaitre CAPA (B)(4) for more details). Please note that no pt injury happened during this incident.